Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e 411 immunoassay analyzer (serial number (B)(4). The sample initially resulted in a troponin t value of 42.90 pg/ml with a data flag. This value was reported outside of the laboratory. The sample was repeated on (B)(6), 2023 resulting in a troponin t value of 6.86 pg/ml.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 showed no indication of an issue. Control recovery from the day of the event was not provided. The sample clotting time was 15 minutes and may not have been sufficient. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.